Event description:
PICC line broke in the distal end when removing from patient. The line was no longer needed thus being removed. Broke in the same area we have been seeing breakage, thus why reporting incident.